Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation (a fib). Once transseptal access was obtained by using versacross fixed sheath, the versacross fixed sheath was then exchanged over the versacross wire with the a faradrive sheath. Before the attempt was made to advance the farawave catheter into the patient, the physician made several attempts to aspirate the faradrive sheath with 20 ml syringe, which resulted in air bubbles in the syringe on each attempt. Thus, the physician replaced the faradrive sheath over the versacross wire with a new sheath faradrive. The procedure was completed successfully with no patient complications. The device is not expected to be return for analysis as it was disposed.